Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a pericardial effusion (pe) occurred. It was reported that during an atrial fibrillation procedure, a farawave catheter was selected for use. There was a baseline small effusion seen on transesophageal echocardiogram (tee). The patient had to be supported for low blood pressure all throughout the case where anesthesia had to keep increasing the patient's pressers. After ablating the right inferior pulmonary vein (ripv), the physician checked on intracardiac echocardiography (ice) for pericardial effusion and saw it had grown substantially as compared to baseline. A total of 46 ablations had been performed. A pericardiocentesis was performed. The patient was admitted to intensive care unit and expected to fully recover. There was a minor setback when going transeptal as the first rf energy delivery for puncture did not send the wire through the septum. There was no difficulty noted with the ablation. The physician finished the last 2-4 ablations to complete the full workflow for pvi after the pe was noted. The physician does not believe that access solution or the ablation catheter was the cause. Act was therapeutic throughout the procedure and the patient has been discharged.

Event description:
It was reported that a pericardial effusion (pe) occurred. It was reported that during an atrial fibrillation procedure, a farawave catheter was selected for use. There was a baseline small effusion seen on transesophageal echocardiogram (tee). The patient had to be supported for low blood pressure all throughout the case where anesthesia had to keep increasing the patient's pressers. After ablating the right inferior pulmonary vein (ripv), the physician checked on intracardiac echocardiography (ice) for pericardial effusion and saw it had grown substantially as compared to baseline. A total of 46 ablations had been performed. A pericardiocentesis was performed. The patient was admitted to intensive care unit and expected to fully recover. There was a minor setback when going transeptal as the first rf energy delivery for puncture did not send the wire through the septum. There was no difficulty noted with the ablation. The physician finished the last 2-4 ablations to complete the full workflow for pvi after the pe was noted. The physician does not believe that access solution or the ablation catheter was the cause. Act was therapeutic throughout the procedure and the patient has been discharged.

Manufacturer narrative:
D2a: common device name: (B)(6) reported here as the common device name exceeded the character limit for designated field. Good faith efforts for product return was completed are in progress, however it was provided that the device was disposed by facility. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review for farawave catheter was completed and confirmed that the event of pericardial effusion, hypotension and additional intervention required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device based on the information reported within the event description. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave catheter. Hypotension was a consequence of the pericardial effusion. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.